Event description:
The hospital reported that after putting a patient on ECMO with the rotaflow unit, they were not getting a reading. The issue was resolved and the case was continued without further incident. No patient injury or death reported. (B)(4).